Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an angel wing blood collection holder. The customer stated that as they plugged the vacutainer into the IV, the entire "cup" portion of the hub broke off leaving only the rubber covered needle attached to the IV. As the nurse tried to remove the vacutainer from the IV, the force caused the needle to "pop" back causing the nurse to get a contaminated needle stick.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.